Event description:
Spoke with pt regarding his preference to receive bd syringes rather than the surecomfort syringes. He stated that the surecomfort syringes he had received were more dull and also some of them had irregular shape or barb on them that would cut his skin upon injection.